Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-17836. It was reported the patient's leads migrated. As a result, surgical intervention occurred wherein the leads were explanted and replaced to address the issue.